Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problems (damaged cable, code 204-belt unusable) were confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaged the j702 connector on the pca board inside the dn. The cause of the code 204 is a disruption in communication between the belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The root cause of the j702 connector is excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor contacted zoll to report that a patient received a service code 204 (belt unuseable) and had a damaged electrode belt cable.